Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during procedure, high out of range pacing impedance was observed on the right atrial lead. A different lead was used. No adverse consequences were reported on the patient.

Manufacturer narrative:
The reported field event of high lead impedance was not confirmed in the laboratory. A complete lead was returned for analysis and analysis was normal. No anomalies were found.